Manufacturer narrative:
The patient experienced a severe inflammatory response to the mesh.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2012 and mesh was used. Approximately one week following the surgery, the patient was brought back to the operating room for a bowel obstruction. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.